Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a fresenius 2008t machine that showed a blood leak alarm during a patient treatment. The patient was transferred to a new machine and completed treatment with no injury, adverse event, or medical intervention. It was confirmed that the patient¿s bloodlines were discarded, with an estimated blood loss of 300ml. Upon follow up with the biomedical technician, it was determined that the blood leak was in fact a false alarm, and the machine was cleaned and disinfected and passed functional checks to return to service.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.